Event description:
Reporter alleged blood glucose measured 407 mg/dl on customer's meter and a hospital meter; however, soon after customer started to feel "funny." It was stated within 5 minutes later, another test was performed and customer's meter read 26 mg/dl as well as the hosp meter read 26 mg/dl. Reporter stated customer ran controls on her meter while on the telephone with the MFR and controls were found to be within range. Control info from the hosp was reportedly not provided. Reporter indicated treatment info or any actions taken was not provided. A request was made for the return of the suspect device and replacement products were sent.